Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) display was not working. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported display won't come correctly and just showing few pixels. Replaced video generator board that did not repair it. Replaced video generator board that did not repair it. No, error logs to download. Screen displays only pixels. Replaced inverter board that did not fix the problem. While attempting to replace screen display power board, fse noticed loose connections and hardware. Re-seated connections and tightened hardware. Display worked fine powered on off unit numerous times display comes back. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.